Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that frequency changed randomly while on patient on the 3100 a device. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician checked unit and frequency would fluctuate between 3-6 and would not go higher. Removed all meters one by one to see if there was a short. Customer advised there was another unit down. Attempted dpm however issue persisted. Ddi was disconnected and frequency reached 33. Used ddi from down unit and was able to get unit running. Ddi board will be ordered for customer for the down unit. Calibrated airway pressure monitor, ddi, and pneumatics. A performance check was completed, unit passed all test and runs according to manufacturer specifications. Customer received ddi board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.